Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Visual inspection found the instrument grip tips broken at the distal end. The instrument grip measuring 558 x .200 was found missing. It was broken off at the yaw pulley and grip interface. The known common cause of this failure is due to mishandling/misuse. Based on the device evaluation information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed one jaw of the fenestrated bipolar forceps instrument was missing from the tip of the instrument. At this time, the location of the missing instrument fragment is still unknown. It is also still unknown if the missing fragment actually fell inside the patient and was retained. Furthermore, since failure analysis determined that the likely cause of instrument damage was mishandling/misuse there is no indication that the instrument malfunctioned.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a da vinci-assisted surgical low anterior resection procedure date of 11/21/2016. No related system errors were found to have occurred during the da vinci surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted low anterior resection procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off, fell inside the patient, and was not retrieved. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument was not working properly when the surgeon tried to grasp some tissue. Then the surgical staff noted that the instrument was broken. When the instrument was removed and inspected, it was noted that one jaw of the fenestrated bipolar forceps instrument was found to be missing from the tip of the instrument. The instrument fragment allegedly fell inside the patient. On 11/23/2016, intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator and she stated that she wasn't present during the procedure. The robotics coordinator was unable to provide any additional information regarding the reported event. On 12/01/2016, isi contacted a traveling nurse, who was present during the surgical procedure, and obtained the following information regarding the reported event: approximately 15 minutes into the procedure, the surgeon stated that the fenestrated bipolar instrument was not working properly while he was grasping tissue with the instrument. The surgical staff looked inside the trocar and could not find the missing tip of the instrument. At that point the surgeon decided to continue with the procedure. An hour later, towards the end of the procedure, an extensive x-ray was performed. Through x-ray imaging, the missing fragment was seen in the upper right quadrant of the abdomen. Using the same robotic ports, the surgeon used a laparoscopic camera to look for the fragment; however, the fragment could not be found. The surgeon decided to increase the incision size by approximately an inch to look for the fragment; however, the missing fragment could not be found. The surgeon explained that continuing with a search to find and retrieve the missing fragment would likely cause more harm to the patient. The nurse stated that the surgical staff visually inspects the instruments and cannulae prior to the start of the surgical procedure. However, the nurse also stated that a thorough inspection of the instruments for intuitive motion is usually not performed by the surgical staff. The nurse also stated that he cannot recall that there was any collision of the instruments.